Event description:
(B)(4) - dealer states that the chair pulls to the right. Dealer has swapped rear wheels, ajusted forks, switched forks. (B)(4). The provider states nothing has improved the issue (B)(4).